Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. The device would not defibrillate. The device was further evaluated by physio and it was observed that a ferrite bead on the therapy wire harness had pressed against an integrated circuit, designator u1, on the analog pcb assembly causing u1 to have a broken solder connection at legs 1 and 16. Physio has performed a formal investigation previously and found that when the angle of the two ferrite beads is too small, the therapy wire harness can move out of place and push on u1 and crush or break its legs. Therefore the root cause of the broken solder leg on u1 is that the therapy wire harness was out of specification. The device was archived by physio and the customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer's device, physio-control observed that the device was not able to defibrillate. In this state, the device may not be able to deliver defibrillation energy to a patient if needed. There was no patient use associated with the reported event.